Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Corrections: further investigation revealed the device was not explanted. The MDR was filed in error. The implanted device remains. There was no alleged deficiency or serious injury associated with this device. This report is filed (B)(4), 2011. Implanted device remains

Event description:
Per the clinic, the device was explanted due to suspected but unspecified device problem. The device was explanted on (B)(6), 2011 and the patient was reimplanted with another device during the same surgery. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2011.